Event description:
It was reported that a no disposable pump won't run alarm occurred. The reporter also indicated that there was air in the line. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI # is unknown. No product information has been provided to date.